Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the all users were unable to login to any pyxis application. A technical support specialist informed the customer that the hospital it department had disabled the cfnservice account, and reinstatement of this account is required to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had all users were unable to log in to any pyxis application. The customer reported that there was a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.